Event description:
Additional information was received that after the microcatheter was advanced, the distal marker point was not visible under fluoroscopy. Upon removal of the microcatheter, it was found that the microcatheter wall at the distal marker point was damaged.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had an aneurysm at the left ophthalmic artery segment and was scheduled for coil embolization. After femoral artery puncture and establishment of the access route, the microcatheter was advanced, but the distal marker point was not visible under fluoroscopy. Upon withdrawal of the microcatheter, it was found that the microcatheter wall at the distal marker point was damaged. To ensure surgical safety, a new microcatheter was used, and the procedure was completed successfully. Damage was at the distal section. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for aneurysm embolization. Access vessel was the femoral artery.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be damaged at ~3.1cm from distal tip. The damage appeared to be consistent with tip shaping. The distal tip was found to have been shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~155.5cm. The echelon-10 useable length was measured to be ~147.4cm which is within specification. Conclusion: based on the reported information and the device analysis the customer¿s report of ¿catheter kink/damaged¿ was confirmed as the distal tip was found to be damaged. The damage appears to be consistent with tip shaping damage. The likely cause for reported failure was user error. Per IFU, ¿shape the catheter by holding the shaped portion approximately 1in (2.5cm not less than 1cm) from steam source for about 20 seconds (do not exceed 30 seconds)¿. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.